Event description:
An aus device was implanted on 12/7/94. The cuff was removed on 2/7/97. Info received on 7/11/97 indicates the pump was removed from the pt due to previous cuff erosion. The balloon was not returned, possibly left in place. An entire aus device was implanted.